Manufacturer narrative:
The customer has been contacted to try to obtain further information about this alleged event. It is unk if the manufacturer will be allowed to evaluate the product.

Event description:
It was reported by an international customer that the foot end of the cot dropped during transport. It is reported that the patient experienced broken ribs.